Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The nurse reported via phone call that the customer experienced hyperglycemia. The customer blood glucose level was over 600 mg/dl at the time of incident and the current blood glucose level was 420 mg/dl, 318 mg/dl, 90 mg/dl, 576 mg/dl after eating and 339 mg/dl. The customer was assisted with troubleshooting. The customer was treated with manual injection and insulin pump for high blood glucose. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer reports they had contact their health care professional regarding the high blood glucose. Customer was not alleging that the insulin pump was under delivering. Customer states the drive support cap was appears normal. Customer stated insulin exited at the quick release. The device will not be returned for analysis.